Manufacturer narrative:
The returned test strip was measured in comparison with the current retention test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Testing results: customer's test strip = 4.0 inr retention test strip = 3.0 inr the obtained results were in the allowed range. No error messages occurred during the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer stated that the white area under the test strip guide had a bit of grey matter. Product labeling states "damage to the instrument. Ensure that no liquid enters the meter when cleaning the test strip guide. If moisture enters the meter, it may cause malfunction of the instrument. Do not insert any objects in the test strip guide. Doing so may damage the electrical contacts behind the test strip guide." The customer uses a blood sample from the dialysis line. Product labeling states "the coaguchek xs pt test for patient self-testing uses only fresh capillary blood from a fingerstick." The patient is on an unknown dose of dalteparin (low molecular weight heparin). Product labeling states "low molecular weight heparins (lmwh) up to 2 iu anti-factor xa activity." The customer provided one (1) test strip for investigation. The investigation is ongoing. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."  Section e3 - occupation: patient/consumer.

Event description:
We received an allegation of a questionable inr result for one patient tested with the coaguchekinrange meter with serial number (B)(4) compared to an unknown laboratory method. The reporter stated that he compares the meter result with the laboratory result once a month and the difference in results would always be 0.1 inr. On (B)(6)2023 using a blood sample from the dialysis line (same syringe after the 4-hour treatment) - the meter result was 1.6 inr. The laboratory result was 2.6 inr. The tests were performed within 2 minutes of each other. The meter result from the meter memory at an unknown time using a dialysis sample was 2.3 inr. On (B)(6)2023: the meter result at 8:30 am from a finger prick was 6.1 inr. The laboratory result at 9:00 am was 1.6 inr.  The patient's therapeutic range is 2.0 to 3.0 inr. The testing frequency is every day.